Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch, the patient felt this switch to unipolar pacing. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.